Manufacturer narrative:
The pen needle's plastic cover did not retract and the medicine was not administered subcutaneously resulting in incorrect drug administration. The patient needed to have a medical intervention fo hypocalcemia and was hospitalized for 3 days. No investigations could be made because the batch number of the product was not available. The product was also not returned. No investigations can be made.

Event description:
A physician reported that a 63-year old female patient ended up with hypocalcemia due to a defective pen needle. The pen needle's plastic cover did not retract and the medicine was not administered subcutaneously resulting in incorrect drug administration. The patient needed to have a medical intervention of emergency calcium injection and was hospitalized for 3 days. The patient continued with her injections at home afterwards with new needles with no further issues.